Event description:
(B)(4). According to the information received, the funnel on a catheter fall off. The funnel falls off the catheter, even before using the catheter.

Manufacturer narrative:
Twenty five devices were returned and evaluated. All 25 of the received product complied with the valid specification. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Based upon the product evaluation and documentation recheck, this complaint cannot be confirmed as reported.